Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via femoral artery access, the stent allegedly did not open across the lesion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned catheter sample was found in used condition with activated mechanism, but the stent was found still loaded. Inside the grip, a force transmitting post was found broken which made a successful deployment impossible. During testing the stent could be easily deployed manually by using the rapid deployment ring. The investigation leads to confirmed result for break and failure to deploy. System compatible 6f introducer/0.035" guidewire were used for access; the vessel was not tortuous but slightly calcified, and the lesion was pre dilated. Therefore, based on the investigation of the provided information, the investigation is closed as confirmed for break and failure to deploy. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit'. In regards to pta the instructions for use state: 'predilatation of the lesion should be performed using standard techniques'. The instructions for use further state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire'. Holding and handling of the system throughout deployment was found sufficiently described; in particular the instructions for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment'. H10: d4 (expiration date: 10/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.